Event description:
During a davinci assisted left upper lobectomy, the surgeon placed a large hem-o-lok clip on the pulmonary artery and clipped it. The clip did not release from the instrument, when the instrument was pulled back the clip tore the artery. As a result the case converted to an open procedure.